Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed in that the pump's failed accuracy +7.7%. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Service recommended an expulsor assembly to be replaced to bring the delivery accuracy closer to nominal of a range. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (+7.7%). There was no patient involvement in this event. No adverse effects were reported.